Event description:
Additional information was received on 12aug2021: no portion of the device separated or broke. The basket was able to be opened and closed. The sales rep did not see the device but was told the complaint information by the or nurse.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction- b1, h1: there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. Furthermore, there is no evidence to suggest that the observed device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. The complaint device was returned and preliminary investigation confirmed that there were no visible defects. The handle actuates the basket assembly without issues. The collet knob and mlla (male luer lock adapter) were tight. The support sheath and basket sheath were firmly attached, and there were no broken wires in the basket assembly. Based on the additional information and the returned device, this event is no longer considered reportable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that, during a stone removal procedure, the wire of the ncircle tipless stone extractor was able to be pulled off by the user. They used another same type device to complete the procedure without difficulties. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time.